Event description:
The radiologist attempted closure of a femoral arteriotomy with the closer tsl 6fr device. The operator was unable to obtain marking, and reports feeling resistance when attempting to advance the device. The physician deployed the foot and needles, then parked the foot and removed the device. Manual compression was held on the groin for about 10 mins. It is reported that one of the fellows noted a "weaker pulse" prior to the pt being sent to the floor. One hr after the procedure was finished, it was noted that the pt's distal pulse was not palpable. The pt was taken to surgery where a bypass graft procedure was performed. The vascular surgeon noted that the posterior wall had been caught above the level of the inguinal ligament and sutured to the anterior wall of the artery. The surgeon also noted the presence of a tear from the suture distally to the bifurcation.